Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3l0877 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3l0877 sigadaptshort - sig power sigadaptshort lin short adapt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pneumonectomy procedure, the device started firing correctly, but stopped soon less then 1cm. Another reload was used, but the same issue occurred. It was noted that zone 2 was displayed on the screen. A competitor's device was then used to resolve the issue. There was no patient injury.